Event description:
During a lap colectomy procedure, the trocar seal tore and started leaking. It was difficult to keep pneumoperitoneum, the ports had to be changed. There were no adverse consequences to the patient.